Event description:
The pt reported that for the past 2-3 weeks she has experienced elevated blood glucose of up to 300 mg/dl. She bolused through the infusion device, but was unable to lower her blood glucose. She changed the infusion set and found the cannula was bent. She inserted a new infusion set and had no further issues. She stated she often has issues with her infusion sets. She changes the infusion site every 3 days and the infusion tubing every 6 days. Her normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.